Event description:
The pt reportedly experienced sound quality issues and facial nerve stimulation. Testing of the device was performed and the device was found to be within specification. Surgery to explant the pt's device will be scheduled.